Manufacturer narrative:
Outcomes attributed to ae - change from serious injury to death. Executive summary - updated. Type of reportable event - changed from serious injury to death. Patient code - updated.

Event description:
It was reported that during a thromboaspiration the physician advanced the distal access catheter (subject device) from the proximal portion of the m1 segment, and as the distal access catheter's distal marker reached the thrombus, a perforation was observed. The distal access catheter was retracted into the internal carotid artery and subsequent angiography showed contrast medium extravasation from the perforation site. Occlusion of the middle cerebral artery was observed shortly after, and the procedure was therefore, terminated. The last image of the distal access catheter in the internal carotid artery showed its distal marker still in place at its tip. The physicians immediately performed a CT examination to assess the hemorrhage which showed the presence of a huge subarachnoid hemorrhage (sah) and the presence of a hyperdense extraneous body in the right m1 segment. Upon analyzing the distal access catheter under fluoroscopy, it was observed that it lacked the distal marker. No interventional treatment was perform to remove the marker or to treat the sah. It was reported that the patient died approximately one week post the index procedure due to a malignant brain edema. The physician felt that the patient's outcome of death was related to her presenting condition and treatment. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a thromboaspiration the physician advanced the distal access catheter (subject device) from the proximal portion of the m1 segment, and as the distal access catheter's distal marker reached the thrombus, a perforation was observed. The distal access catheter was retracted into the internal carotid artery and subsequent angiography showed contrast medium extravasation from the perforation site. Occlusion of the middle cerebral artery was observed shortly after, and the procedure was therefore, terminated. The last image of the distal access catheter in the internal carotid artery showed its distal marker still in place at its tip. The physicians immediately performed a CT examination to assess the hemorrhage which showed the presence of a huge subarachnoid hemorrhage (sah) and the presence of a hyperdense extraneous body in the right m1 segment. Upon analyzing the distal access catheter under fluoroscopy, it was observed that it lacked the distal marker. No interventional treatment was perform to remove the marker or to treat the sah. The patient was reported to have died. The primary cause of death was not provided.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during a thromboaspiration, the physician advanced the distal access catheter (subject device) from the proximal portion of the m1 segment, and as the distal access catheter's distal marker reached the thrombus, a perforation was observed. The distal access catheter was retracted into the internal carotid artery and subsequent angiography showed contrast medium extravasation from the perforation site. Occlusion of the middle cerebral artery was observed shortly after, and the procedure was therefore, terminated. The last image of the distal access catheter in the internal carotid artery showed its distal marker still in place at its tip. The physician immediately performed a CT examination to assess the hemorrhage which showed the presence of a huge subarachnoid hemorrhage (sah) and the presence of a hyperdense extraneous body in the right m1 segment. Upon analyzing the distal access catheter under fluoroscopy, it was observed that it lacked the distal marker. No further information is available.

Manufacturer narrative:
Analysis of the axs catalyst microcatheter revealed that the distal tip where the radiopaque marker should be located was broken off the distal end. In addition, the microcatheter was kinked and the distal shaft was deformed and the inner lumen of the shaft was found to have sustained some physical damage with a scratch in the inner lumen. The outer diameter of the microcatheter was measured proximally and distally to the kink found and was within specifications. The catheter was flushed successfully. A patency test was carried out with a 0.059" mandrel and there was resistance noted at the location of the kink. The patency mandrel could not be advanced further. Information available indicated that the device met specification prior to release. The patient¿s anatomy was reported to be tortuous. Based on the information available and analysis of the device it is possible that the device sustained damage during the clinical procedure and that this led to the as reported event which limited its performance. An assignable cause of procedural factors has been assigned to the event as well as to the device findings.

Event description:
It was reported that during a thromboaspiration the physician advanced the distal access catheter (subject device) from the proximal portion of the m1 segment, and as the distal access catheter's distal marker reached the thrombus, a perforation was observed. The distal access catheter was retracted into the internal carotid artery and subsequent angiography showed contrast medium extravasation from the perforation site. Occlusion of the middle cerebral artery was observed shortly after, and the procedure was therefore, terminated. The last image of the distal access catheter in the internal carotid artery showed its distal marker still in place at its tip. The physicians immediately performed a CT examination to assess the hemorrhage which showed the presence of a huge subarachnoid hemorrhage (sah) and the presence of a hyperdense extraneous body in the right m1 segment. Upon analyzing the distal access catheter under fluoroscopy, it was observed that it lacked the distal marker. No interventional treatment was perform to remove the marker or to treat the sah. It was reported that the patient died approximately one week post the index procedure due to a malignant brain edema. The physician felt that the patient¿s outcome of death was related to her presenting condition and treatment. No further information is available.